Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous iliac artery. The 8.0mm x 40mm x 135cm express ld vascular stent was advance but failed cross the lesion. Several attempts were made to cross the device to the lesion, however it was noticed that the stent lifted. The procedure was completed using a 10mm x 10cm x 120cm epic stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).